Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer experienced an obstruction on the universal surgical manipulator (usm) 1 after an instrument swap. Before calling for intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the system, but the issue persisted. The instrument carriage stopped halfway, and by pressing the instrument clutch button, the arm turned shortly blue and immediately back to yellow. A reboot, including turning the patient side cart (psc) circuit breaker and the emergency power off (epo), did not solve the issue. During the self-test, a cracking mechanical sound was heard from usm 1, and the error message appeared again. The tse informed the surgeon that the instrument in usm 1 was not usable due to a mechanical malfunction. The tse suggests moving usm 1 out of the operating field and finishing the surgery with three remaining usms. Most likely, usm 1 needs to be replaced. The procedure continued as planned. There was no report of patient injury. Isi contacted the initial reporter and obtained the following additional information regarding this event: the system function has been checked after booting up the system and initially booted without error. The surgery had been in progress for around 1 hour and half when the problem occurred. The surgeon was not able to solve the problem and the operation was completed with only 3 arms with a delay of around 25 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting an obstruction issue on the universal surgical manipulator (usm) 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse found a screw had tacking loose on the rail from usm 1 and blocked the carriage from usm 1, axis 3. The fse fixed the screw and calibrate the usm 2 and 4. The fse recalibrate both arms and secure the j10 connector on axes controller motor (acm) again. System was tested and verified for use. The probable root cause of the reported issue was due to a loose screw on the usm 1 guide rail. All screws were tightened, and the affected usm recalibrated to resolve the issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) exhibited a persistent issue during the procedure which led for the intuitive surgical, inc. (Isi) field service engineer (fse) to make adjustments and to recalibrate the usm after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.